Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 full height cubie was stuck. A field service engineer found that the main full-height drawer 6 was not opening due to a faulty rail. The issue was successfully resolved by replacing the defective rails. The fse logged into the hardware test application to verify the drawer, and the verification was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, cubie drawer was stuck. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to patients since the user has another station to access medications. There were no adverse events or injuries reported based on this event.